Event description:
Acell product was implanted into pt on (B)(6) 2012. This product was later explanted during a procedure on (B)(6) 2012. Pathology (B)(6) 2012. Mixed inflammation involving hip joint with adjacent fibrosis, fat necrosis, and skeletal muscle atrophy.

Manufacturer narrative:
Acell has spoken to surgeon and reviewed relevant medical records. Based on its review, acell is not aware of any clinical of pathological evidence indicating its product was related to the need for explant. This MDR is being submitted out of an abundance of caution. On (B)(6) 2012, after undergoing "numerous operations" and multiple infections previously, physician schedules surgery in order to "control infection and try to save her life". "Potential problems have been discussed. She opted to proceed, understanding that this is a lifesaving measure." Surgical intervention for infected left total hip, pelvic disassociation, status post debridement, borderline c physiologic coast host with open draining sinus tracts, osteomyelitis of pelvis and femur. Acell psmx 150 sq cm implanted along with stimulan heads and antibiotic mixture. On (B)(6) 2012, pt presents with large infarct and drainage of milky substance. "She has a lot of vascular issues associated with the prior flap from the hemipelvectomy because of problems with the interior vessels and scarring. The potential problems are the same and include infection, wound healing and need for further surgery. We will set up an admission for sunday through internal medicine." On (B)(6) 2012, surgical intervention performed with open incisional biopsy, radical debridement and antibiotics. On (B)(6) 2012, open incisional surgery. "The wound appeared much better than it looked last time."